Event description:
I t was reported that the patient underwent an MRI without the vns device being turned off. It was noted that the patient presented with an increase in seizures, and the site believed that the vns device is not working. The device was interrogated and systems diagnostics were performed which indicated that the device was operating within normal limits. No other relevant information has been received to date.